Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# v723674, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) the left occipital lead was eroding through the skin and was exposed out of the scalp. It was unknown what led to the even. The patient was still receiving benefit from their system. On (B)(6) the lead was dissected back and cut away from the site. There was no frank infection noted. A revision was planned for the future with an office appointment scheduled for (B)(6). No outcome was reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent. Relevant medical history includes non-malignant pain and cervical/neck.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# v723674, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3987a60, lot# n370332, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3987a60, lot# n370332, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Product ID: 370822, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension.

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer's representative (rep) reported after the previously reported issues of lead erosion and the lead being "clipped" off by a plastic surgeon, the consumer was set up for a lead revision which was performed on (B)(6) 2016. The remainder of the left lead that was "clipped" was removed and replaced with a different lead. The consumer's other left lead was also replaced and a new implantable neurostimulator (ins) was added to the right subclavicular area. The existing right leads stayed in place and remained connected to the current ins in the left subclavicular area. At the post-operative visit on (B)(6), the new ins site and occipital incision were red and inflamed so the consumer was put on oral kelfex. The consumer returned to the clinic on (B)(6) with an advanced infection, and was admitted to the hospital and placed on IV antibiotics. On (B)(6) both systems were entirely removed and discarded. Following this the issue was resolved.